Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient. Update 09/12/2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 28 oct 2014 - der rcvd. Updated dor, patient age, weight and height, surgeon and sales rep names and added unknown +5 sleeve. Update rec¿d 1/28/2015 - medical records received. Patient revised to address metal hypersensitivity. Upon revision, heterotopic ossification, slight discoloration of the synovium and chronic inflammation were noted. The stem is being added for elevated metal ion levels. This complaint was updated on: 2/18/2015.